Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrode pad. During a follow up, it was reported that the patient's nurses had been using a lotion on the patient and changing the garment daily and the patient's irritation improved.